Manufacturer narrative:
(B)(4). The device is undergoing an evaluation by the carefusion field service technician but has not yet been completed.

Event description:
The customer reported that the alarm audible volume on this ventilator is a lot lower than the other vents they have. They have adjusted the "loudness alarm" adjustment to maximum and it is still very low compared to the other vents they just purchased.

Manufacturer narrative:
The carefusion field service representative evaluated the ventilator and found that while the vent and alarms were working correctly, the alarm was not as loud. The vent is working correctly at this time, but installed replacement alarm assy. Compared volume between old and new part and the new part was noticeably louder. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect alarm assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to the speak assembly back cover was putting pressure on the alarm printed circuit board and against the speaker diaphragm, therefore, causing low resonance from the diaphragm of the speaker. This issue will be internally investigated within carefusion.